Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/18/2013 with the following findings: no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons responded properly; none of the buttons were sticking. The keypad cover was removed and no damage or contamination was found on the key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and ok keypad buttons were sticking and had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.